Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien, sapien xt, and sapien 3: p110021, p130009, and p140031 per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented and written by edwards lifesciences in a clinical technical summary , atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the conduction disorder with placement of a ppm is unknown, however, it may be related to the mechanism described above. There was no allegation or indication a device malfunction contributed to this adverse event. The article does not provide details of this event. Despite investigational attempts, additional information was unable to be obtained. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: joelle kefer, f. M. (2020). Re-sheathing of self-expanding bioprosthesis: impact on procedural results, clinical outcome and prosthetic valve durability after transcatheter aortic valve implantation. Ijc heart & vasulature. This report is 1 of 5 submitted for this complaint (article). Reference mfg. Report numbers: 2015691-2020-11042, 2015691-2020-11043, 2015691-2020-11044 and 2015691-2020-11045.

Event description:
A (B)(6) study was published in a european journal article ¿re-sheathing of self-expanding bioprosthesis: impact on procedural results, clinical outcome and prosthetic valve durability after transcatheter aortic valve implantation¿. There were 346 consecutive patients who underwent a transfemoral tavi in the institution since january 2008. Of those patients 176 received a balloon-expanding valve (bev), sapien, sapien xt and sapien 3. All consecutive patients had severe aortic stenosis and underwent a tavi after heart-team discussions in the institution and were prospectively included in the study. One patient needed a second valve, three patients experienced a stroke, one patient experienced a myocardial infarction, seven patients experienced major vascular complications, and twelve patients experienced an unknown conduction disorder requiring a permanent pacemaker (ppm). This complaint represents the twelve patients who experienced an unknown conduction disorder requiring a ppm.